Manufacturer narrative:
The subject product was received for evaluation, with the battery pack installed within the handle of the device (in the as shipped configuration). The device was returned bulk packed within a bag, but with no protective material within the shipping box. During the evaluation one of the latch tabs used to secure the device¿s battery pack within the device handle was noted to be detached. Even with the broken latch tab, the battery pack was noted to remain fully seated and packed firmly within the handle. There was no report of the component breakage by the user, and we are unable determine when the latch broke. At this time, no definitive conclusion can be made to the cause of the broken latch. The information provided by bard represents all of the known information at this time.

Event description:
Information as reported by the user facility: it was reported that the simpulse solo device was very noisy when being used. The subject product was returned and during visual inspection it was noted that a portion of the battery case latch tab was broken. The broken piece was found with the returned sample.